Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the flipcutter broke. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-1204as-105, flipcutter¿ ii, short 10.5 mm, was received for investigation. Visual evaluation of the returned device noted that the device had disassembled. Additionally, the distal tip of the shaft was damaged. Functional testing was performed by pressing the button in and sliding the driver end forward and back. The cutting tip was not engaging in any modes. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.